Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation a b30 (scope communication error) was not confirmed. The evaluation uncovered top cover had multiple deep scratches and metal exposed, a old version bracket switch which needs to be replaced, a bad scope socket, worn out latch mechanism which are not protecting the pins and a non-olympus lamp life meter was reading at 310+hours, light output measured within range. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Event description:
The customer reported to olympus during unknown procedure, a b30 (scope communication error) on the evis exera iii xenon light source. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.